Event description:
On 9/13/95 rptr learned that the ventilator would not restart after having been put on hold a second time to allow therapy on a pt. The ventilator's safety and performance were checked two days prior to the alleged incident, and it functioned without problems for almost two days. Rptr was also informed by the hosp that the pt expired later. To this date the hosp has not determined whether the death is related to the incident.